Manufacturer narrative:
12/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system unexpectedly became unresponsive on the navigate page of synergy cranial 2.2.7. Site was able to move mouse, however, unable to click or manipulate software. Performed software re-boot of the navigation system and normal function was restored. Noted was that the entire navigation system is consistently shut down every evening. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.